Event description:
Pt reported obtaining a capillary blood glucose result of 208 mg/dl, while using the suspect device. Pt stated that, 5 mins earlier, a venous blood sample was obtained and when tested in a reference lab, measured 100 mg/dl. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.